Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that oil was leaking from the pressure reducer. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be determined. It is presumed that the outside derived fluid of the insufflation unit entered into the duct line. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.